Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. The patient underwent surgical intervention to replace the lead. Additional information from the field representative revealed that low amplitude measurements were obtained at pre discharged check, but this did not change with the new lead that was implanted, which reasonably suggests that the size of the signals in patient's atrium are low overall. No additional adverse patient effects were reported. The lead is not expected to return.